Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer was hospitalized with elevated blood glucose (bg) levels that ranged between 339-569 mg/dl and experienced diabetic ketoacidosis. Customer's bg level was addressed by receiving an insulin drip. Reportedly, the customer changed pump supplies to resolve issue. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.